Event description:
The user facility reported to terumo cardiovascular systems, that prior to cardiopulmonary bypass surgery, during prime, there was a blood to gas leak; water was under the oxygenator and fluid on the gas side of the oxygenator. There was no patient involvement as this occurred during prime. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).